Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device change out procedure, the right ventricular lead was explanted and replaced with a competitor lead due to loss of capture. No patient symptoms were reported. No further information was available.